Event description:
The patient implanted for spinal pain reported via the healthcare provider (hcp) a loss of therapy. Stimulation was noted to be on per the hcp. Turning it up and down did not resolve this issue. The patient was not feeling any stimulation and had a full return of pain. They were being treated with pain medication at the time of the call to address the pain. No trauma/falls or medical tests/emi were related. It was noted that the patient did not have another group to try. The last reprogramming session was about 3 months ago and they were doing fine up until the day prior to this report when they lost therapy. The manufacturer representative (rep) was going to try to meet with the patient to check the system. This was noted to be sudden. Additional information received reported that the device was being faulty. The patient was really sick and had gone to their hcp who couldn't do anything. They had also got in contact with a rep who wasn't able to meet. The patient was not well. The patient was redirected to patient services as they had called after hours.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.